Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention devices were tested with qc cutoff standard (25 miu/ml) and middle positive standard (100 miu/ml). Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported the event on behalf of the customer. The patient tested at home and received a positive result on a home pregnancy test. On (B)(6) 2018, the patient arrived at the facility to confirm a pregnancy. A urine sample was collected and at 3:30pm, an hcg one step pregnancy test device produced a negative hcg result. On (B)(6) 2018, a serum beta hcg quantitative test was conducted at 5:18pm and produced a positive hcg result. However, the customer was unable to provide the quantitative result.